Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported three head sets became loosened directly after insertion. Adhesive failure may result in the headset and cannula falling from the infusion site (cannula pulled from skin) resulting in under delivery of medication. No adverse event alleged. A request was made for the return of the device.